Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing and greater than 60 new short interval counts. It was also reported that recent interrogations showed that noise was present on the lead. The right ventricular and superior vena cava coils are still in use and a new pace / sense lead was implanted. No patient complications have been reported as a result of this event.